Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt ((B)(6)) suffered a fall and has since experienced a change in stimulation. The pt's therapy coverage is intended for the right leg; however, stimulation is reportedly now felt in the left leg. In addition, it was reported the pt's stimulation turns on and off when bending down. A diagnosis test found no issues with respect to impedance. There are no plans for invasive intervention.